Event description:
Leakage was reportedly detected at the luer underneath the chemolock of the following medical device: 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, spiros®, bag hanger for epidural completion for a patient. There was no human harm as a result of the reported issue/event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned multiple times; however, it has not yet been received.

Manufacturer narrative:
Investigation summary: a photo was provided showing the set hanging from an IV bag. Leakage was observed outside of the tubing. The reported complaint can be confirmed on the 011-cl3020 admin set. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed and no nonconformities were found that would have led to the reported complaint.